Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Access was gained through the left brachial artery. The 90% stenosed lesion was located in the severely tortuous and severely calcified superficial femoral artery. The 2.5mm x 20mm x 143cm sterling es balloon dilation catheter was advanced to the target lesion when the balloon ruptured on the fourth inflation at 12 atms. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an over-the-wire (otw) sterling es balloon catheter with no other devices. There was a blood like substance in the shaft and balloon. Inspection of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. The tear was 5 mm from the proximal side of the proximal markerband and 7 mm long. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Access was gained through the left brachial artery. The 90% stenosed lesion was located in the severely tortuous and severely calcified superficial femoral artery. The 2.5mm x 20mm x 143cm sterling es balloon dilation catheter was advanced to the target lesion when the balloon ruptured on the fourth inflation at 12 atms. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.